Manufacturer narrative:
The insulin pump had button error alarm and no down button response due to corroded keypad trace. No moisture damage inside pump noted during testing. The insulin pump was received with cracked reservoir tube lip and cracked reservoir tube near reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 247 mg/dl at the time of incident. The customer stated that they found moisture on the right side of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.